Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer called on (B)(6) 2019 to report upon removal a tampon outer cover came out but the inner portion of the tampon stayed inside. She was concerned pieces remained inside of her so she went to her doctor the same day. Her doctor examined her and removed another small piece of tampon. She is doing well and does not have any unusual symptoms.